Event description:
Pt was revised to address loosening of the femoral stem.

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the manufacturing lots. The cement product was reported to be manufactured by a depuy competitor. The investigation could not draw any conclusions about the reported device loosening without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.